Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot per supplier quality documents: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Device history review per supplier quality documents: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon inserted a ceramic on ceramic liner into the patient. On impaction the rim of the ceramic on ceramic liner cracked and fragmented. Liner was removed and all debris.